Event description:
It was reported that they are getting message to replace the controller battery soon when they are recharging the implanted neurostimulator(ins) for the last 2 days. Patient stated they have trouble finding the paddle position to charge the implant for the last 4-5 days. Patient mentioned they turn down the stimulation at night because the stimulation is too strong in the morning. Patient asked about adaptive stim. Patient asked if its ok to adjust stimulation. Patient asked about devices longevity. Agent asked patient to inspect the recharger for damage and patient said the paddle looks worn and dark around the edges but there is no visible damage on the recharger(rtm). Patient stated the controller is 100% charged and implant is 90% charged. The issue was not resolved. A request was sent to the repair department to replaced the recharger device. Agent reviewed information and device function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.